Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 419 mg/dl. It was reported that customer had been waking up with high blood glucose for a few days before hospitalization. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer received assistance in proper storage of insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.